Event description:
A customer contacted beckman coulter inc. (Bci) regarding discrepant negative (-) urine test results generated by the icon 25 hcg test kits. Two patients tested negative (-) urine on the icon 25 hcg test kits the serum quantitative results were positive (+). The home pregnancy tests were also positive. There was no affect to patients with regard to this event.

Manufacturer narrative:
Investigation by pcd with retains using controls and confirmed positive clinical urine samples (25 and 3044miu) gave expected results. Patient samples were not submitted for investigation. Bci devices performed as expected.